Event description:
It was reported that the insulin alarmed motor error. Customer's blood glucose reading is 200 mg/dl. The drive support cap is protruded. Customer unable to rewind the insulin pump. Advised that the insulin pump requires replacement. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. Error alarm confirmed in the history file due to dried insulin on the motor slide. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.